Event description:
Pt experienced swelling after treatment with human collagen. Reporter has diagnosed this as allergic reaction. Pt self-prescribed oral benadryl, and physician prescribed medrol dose pack orally, as well as oral keflex and oral valtrex prophylactically.